Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vascular. According to the reporter: the clip scissored and cut the vessel. The surgeon used thread to treat the torn vessel. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There were no adverse events reported as a result of the delay in surgery.